Event description:
It was reported that the patient had difficulty inserting the coude tip catheter. Representative explained that they should never try to push against resistance. Patient understood that the tip should face upwards, but the catheter buckles half way through and noted the catheter twisted upside down. Stated that the patient would like to try straight tip catheter. Representative explained the patient should also see urologist and rule out anatomical issues such as stricture of the urethra.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had difficulty inserting the coude tip catheter. Representative explained that they should never try to push against resistance. Patient understood that the tip should face upwards, but the catheter buckles half way through and noted the catheter twisted upside down. Stated that the patient would like to try straight tip catheter. Representative explained the patient should also see urologist and rule out anatomical issues such as stricture of the urethra.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "catheter is not stiff enough or catheter too stiff for insertion rough or irregular shape protrusions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.